Event description:
It was alleged that a rate occurred during use on a pt. It was noted that the rate was programmed at 250cc/hr and after one hour the blood had infused and the pump rate was 450cc/hr. There was no pt consequence.